Event description:
Additional information received reported that the patient got an infection after implant. It was noted that the patient had an infection in his blood stream. It was noted that the patient was put on antibiotics and it got worse. It was noted that the patient's implantable neurostimulator (ins) was removed. It was noted that it "took 3 surgeons to remove the device." It was further noted that the patient as in the hospital for 3 to 4 days and was in rehab for 21 days. It was noted that the patient was on antibiotics for 24 hours a day. It was further reported that the patient was fine now. It was noted that the patient was still in pain, however "that was the reason the patient was getting the implant was to help relieve his pain."

Event description:
It was reported that the patient¿s system was explanted due to an infection. The patient reportedly planned to have another system implanted. No further information was reported. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754 lot# serial# (B)(4); product type recharger product ID 97740 lot# serial# (B)(4); product type programmer, patient. (B)(4).